Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two o-rings were on the pneumatic tap preventing a cartridge from being successfully loaded. The customer was able to remove the o-rings, and a cartridge was successfully loaded onto the pump. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. At the time of the report with tandem technical support the customer had not addressed bg level. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.